Event description:
Hub dislodged from actual catheter after placement. The pt was highly immobile so it is not clear how the hub became dislodged. Pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Unk as lot is unk. No product was received to assist in this investigation. Prior to shipping this device is inspected by firmly tugging on fitting while holding catheter tubing and visual examination. A change request has been implemented using a new flare iron tip with stop to minimize flare size variation in the mfg process. Appropriate design control activities have been completed. Unfortunately, since no product was returned to assist in this investigation, the root cause of the separation is unk. We will continue to monitor for similar complaints.